Event description:
Philips received a complaint on the v60 ventilator indicating that the touchscreen was not responding to touch, making it impossible to adjust parameters. The device was reported to be in use at the time of the reported problem. No patient or user harm was reported. The customer informed the remote service engineer (rse) of the touchscreen issue and stated that they were not able to successfully calibrate the touchscreen. This investigation is ongoing.

Manufacturer narrative:
In a good faith effort (gfe) response received from the authorized service provider (asp), it was clarified that the touchscreen issue was that the touch position was misaligned. The asp stated that the customer had a third-party maintenance company recalibrate the touchscreen and unplug and reconnect the touchscreen ribbon cable. Following these troubleshooting steps, the touchscreen was reported to have returned to functioning as expected. It was confirmed that the device was fully functional and returned to use.